Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 51 mg/dl. The customer treated low blood glucose value with food. The customer was reported that the insulin pump was on auto mode. The customer was reported other blood glucose level such as 70 mg/dl. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed inf set.